Event description:
It was reported that during a total knee procedure that the blade broke at the mount and at the tooth of the blade. It was further reported that a broken piece was removed from the bone surface with a forceps and that it did not stick in the patient's tissue. It was also reported that the broken mount piece was found on the theatre floor. It was reported that no pieces remained in the patient.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed and all critical specifications were met.